Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device was recalibrated to address the issue.

Event description:
The MFR rec'd info alleging a ventilator was not delivering the set tidal volume. The device was not in pt use.